Manufacturer narrative:
Complaint conclusion: the report received from the sales representative indicated that a demonstration unit of a 6mmx15cm powerflex pro pta balloon catheter is in his possession as a demo unit, but it is not labeled on the inner pouch as ¿not for human use¿. The lot was intended as a demonstration lot but it was not adequately identified. The lot was not sterilized. The device was not used in a patient. The product was returned for inspection. Initially three photographs were received. Per visual analysis of the received pictures, the outer box was noted to have been opened at the ¿open here¿ labeled side. It was noted that the ¿not for human use¿ label was not placed onto pouch. The device was received in its original properly sealed inner package inside of its original outer box. Per visual analysis it was confirmed that the ¿not for human use¿ label was not placed onto the inner pouch. A device history record (DHR) review of lot 15617883 revealed no anomalies or non-conformances related to the reported complaint. Lot 15617883 was manufactured as a demonstration unit. The complaint reported by the customer as ¿packaging/pouch/box- labeling incorrect - injury possible: (peripheral)¿ was confirmed by analysis as it was noted that the ¿not for human use¿ labels were not placed onto the inner pouch. The exact cause of the failure could not be determined during the analysis. This event is considered to be a product related issue and a risk assessment was initiated to further investigate this issue and to document corrective actions.

Event description:
The report received from the sales representative indicated that a demo unit of a 6mmx15cm powerflex pro pta catheter is in his possession as a demo unit, but is not labeled on pouch as ¿not for human use.¿ "this is being submitted as a complaint per instructions from cordis quality, because lot was intended as a demo lot but not adequately identified." The lot was not sterilized. The device was not used in patient. The product will be returned for inspection.

Manufacturer narrative:
Photos of the failure point were provided and a visual inspection of the pictures is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint device was returned for inspection. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.